Event description:
On (B)(6) 1990, a model 25m-101 abbott 25mm mechanical valve was implanted. On (B)(6) 2018, a redo mitral valve replacement and coronary artery bypass graft was completed. The (B)(6) device was explanted and a 25mm epic valve was implanted. The physician reports there was pannus on the explanted valve. The patient was discharged. Additional information has been requested, but not provided yet.

Event description:
On (B)(6) 1990, a model 25m-101 abbott 25mm mechanical valve was implanted. On (B)(6) 2018, a redo mitral valve replacement and coronary artery bypass graft was completed. The 28-year-old device was explanted and a 25mm epic valve was implanted. The physician reports there was pannus on the explanted valve. The patient was discharged. Additional information was requested, but not provided.

Manufacturer narrative:
The reported pannus, seen following redo mitral valve replacement and coronary artery bypass graft could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve had been implanted for over 28 years.